Manufacturer narrative:
200: co's evaluation of the returned product showed that the distal end of the vasoseal sheath was severely buckled and torn, confirming that the operator had difficulty inserting the vasoseal sheath. In addition, when the operator moved fingers closer to the arterial puncture, the end of the sheath could have been damaged. There was collagen in the sheath that could not be delivered due to the condition of the sheath. The IFU instructs t he user to abort the vasoseal procedure. 68: co's experience with vasoseal has shown that sheath separations can occur if the path of collagen through the vasoseal sheath is restricted. Restrictions are usually the result of deformities in the sheath introduced during the clinical procedure. If the user continues to deploy the collagen the sheath can be stressed to the point where a separation will occur.